Manufacturer narrative:
(B)(4). Date sent: 07/02/2025 b3: unknown . H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device staple? If yes, was the staple line complete (full length)? - did the device cut the tissue? - was there a patient consequence? - was the device locked on tissue with the jaws closed? If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) - if the home button was pressed, did the knife fully return to its home position? - if the jaws could not be opened, how was the device removed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pancreaticoduodenectomy, after firing a few staples, the staples became not be deployed at all. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 07/23/2025. Upon review of the event description provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered as not reportable.